Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value (B)(4). Manufacturer try to contacted customer on a follow-up call in order to ensure the customer's condition since the initial call; unable to contact the customer via telephone at call backs on (B)(6) 2018. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Caregiver is calling on behalf of the customer. Caregiver stated that hi was obtained on two different meters. The customer's expected blood glucose test result range was undisclosed. At the time of the call, caregiver stated the customer was sleeping a lot and was very tired. Caregiver stated that she was going to call 9-1-1. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product storage was undisclosed. Test strip lot manufacturer's expiration date is 12/31/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history. Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; paramedics read hi on (B)(6) 2018. Customer was hospitalized on (B)(6) 2018 and discharged on (B)(6) 2018. Customer was re-admitted on (B)(6) 2018 and discharged again on (B)(6) 2018 for hyperglycemia. Customer was treated with insulin. Was given new medications, insulin and a new diet. Customer is feeling better and is no longer experiencing symptoms related to diabetes.